Event description:
It was reported that during charging at the user facility, the prong of the t4 power pack looked melted. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, the reported thermal damage to the prong could not be confirmed. It was found that the damage to the battery was not thermal damage. The damage may have been caused by force or impact.